Event description:
It was reported that during a prostate procedure, three surgical fibers were used (17,920 j, 24, 520 j and 24,490 joules of use respectively) due to the fiber port over heating/"fiber port overheated" system message. The procedure was completed using the third fiber. There was no patient injury reported. This report is for the second fiber used.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis (second fiber used): the proximal connector/ fiber face was found to show mild contamination/debris. The fiber was also found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Mild burnt detritus on the metal cap and severe devitrification at the glass cap output window were also observed. Both caps remain attached. The identified issues may result in a fiber port overheated message or may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedure factors encountered during the procedure.